Event description:
On january 10th, 2024 accelus was made aware of an issue with an implant. It was reported that while advancing the shim and shell into the disc pace the guide pin disengaged from the inserter prior to the shim and shell locking. The surgeon tried to advance the shim with a mallet but was not able to lock it out. The surgeon decided to leave the shim and shell in the patient. Additionally, it was reported that the surgeon while sizing the disc space with a paddle, prepacked the space with bone graft prior to the cage being placed, which against the instructions that are provided to the user. No impact to patient was reported.

Manufacturer narrative:
Although the device was not returned, the results of the investigation determined that the surgeon most likely was not able to fully lock out the implant due to pre packing the disc space and not leaving enough room for expansion. Therefore, the root cause can be attributed to user error. Stm-00018, rev. D was reviewed to ensure that it addresses this issue and does not require any updates. Additionally, based on the records review conducted, there's no evidence that manufacturing could've contributed to a failure. We will continue to monitor for similar complaints and emerging trends.